Event description:
The customer contacted baxter's service center regarding assistance with an alarm; which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated they received an alarm during their drain and then they started over. The hp revealed that they only changed out the cassette and not the bags. The technical service representative advised the hp to start over with all new supplies and then to contact their nurse about possible exposure to unsterile air. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(4) 2012 regarding the reported problem. The pd rn stated that the patient did mention the alarm to them. The pd rn stated they discussed the meaning of the alarm and the possible causes to it. The pd rn stated that the patient is not having any negative effects from the alarm and has been continuing normal. The pd rn stated they did not know about the reuse of the supplies. The pd rn stated that this is against their rules and they would discuss with the patient about therapy procedures. The pd rn stated again that the patient is doing fine and therapy has been continuing as normal since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation system error 2240, patient switched the cassette only and reused all the bags, which is a use error/poor aseptic technique. The label review found the patient at home guide to be adequate for the use error in this incident.